Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The analysis conclusion will be the subject of a follow up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew suture passer broke off into the patient's joint space. The broken fragment was retrieved and the repair was concluded successfully without further incident or harm to the patient.